Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to an unstable lens with a broken haptic. Complications as a result of the broken haptic, found the lens had subluxed anteriorly into anterior chamber. The patient required a second procedure to have the lens removed by enlarging the original corneal wound. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site in a zip lock bag. Visual inspection revealed that the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. The customer reported complaint could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.